Event description:
It was reported that a physician attempted to place the prostar xl sutures in a non-calcified common femoral artery (cfa) prior to a thoracic aortic aneurysm interventional procedure. At the moment of pulling the handle back some resistance was experienced and only 3 needles emerged at the top of the barrel, instead of the 4 needles. The physician performed the needle back-down procedure successfully and the needles returned back into the sheath; however, it was not possible to remove the prostar xl from the patient's anatomy. The access site was surgically opened and the device was removed. The index procedure was concluded with success and hemostasis was surgically achieved. There were no adverse patient consequences. No particular or relevant conditions of the access site were noticed before the procedure. After the failure of the prostar xl it was noticed that the common femoral artery seemed fibrotic. The sheath size used during the closure device placement was a 6fr. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle and 3 needles were in backdown position; the green suture bight was exposed at the suture tube while the white suture bight was still inside the coiled suture lumen. The anterior medial needle failed to backdown and was still deployed inside the barrel; the rest of the needles were in backdown position. There was minor deformation on the sheath just distal to the holder stop ring due to the anterior medial needle that was displaced and folded/bent inside the sheath when the handle was backed down. There were clamp marks found on the green and white suture tubes. There was no needle strike mark on the barrel face. The handle was unable to deploy because of the anterior medial needle that was displaced inside the sheath. During the investigation, the device was disassembled and found the white suture tube collapsed at the hub area. Based on the investigation findings, the clamp marks found on the suture tubes is an indication that a hemostat was applied. This confirmed the reported experience of failure to deploy the needles. Clamping of the suture tube would affect the needle trajectory and would result in failure to deploy the suture. The prostar xl instructions for use (IFU) state: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. Reportedly, the sheath size used during the closure device placement was a 6fr., which may have contributed to the reported difficulty. The IFU states: the safety and effectiveness of the prostar xl devices have not been established in patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. To help ensure that all products perform according to specifications they are subject to inspection during the manufacturing process. In addition, a quality control audit inspection is performed to verify product quality. The cause for the reported failure to deploy the needles and difficult device removal has been determined to be related to use error. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and it did not show any other similar incidents for this lot. There does not appear to be any lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.